Event description:
A 2l groshong PICC was placed in 2006. Went to change the original dressing, 48 hr dressing change. Groshong PICC exits 9cm. Red proximal lumen: cap changed with fluids running. When I changed the white distal lumen cap, I flushed the lumen and noted ns spraying out at 43cm black marking on the PICC.